Manufacturer narrative:
The insulin pump was returned for pump error 38 alarms and intermittent keypad response found on aug 15, 2021. Device history and trace files downloaded successfully using thus software. Unit passed self test. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. Device passed keypad voltage test. However constant pump error 38 alarms noted during rewind. Pump error 38 alarms noted in the insulin pump history/trace files on 08/15/2021 at 3:10am. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Device tested outside the insulin pump and received pump error 38 at rewind. Device was cut open to perform visual inspection and found corrosion on the motor home switch. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Intermittent keypad response not confirmed during testing. However, constant pump error 38 alarms confirmed during rewind and in the insulin pump history/trace files on 08/15/2021 due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and the buttons were unresponsive. Customer was not able to clear the alarm successfully. No harm requiring medical intervention was reported. The device will be returned for analysis.